Event description:
IV tubing with manifold cracked and leaking at top of blue stopcock. Critical vasoactive infusion leaked from line. This resulted in a change in vital signs and required increased treatment and monitoring. Crack at the blue stopcock is easily visible. Infusion set in use 2 days.